Event description:
The customer called spacelabs healthcare to report the xhibit central station unexpectedly shutdown. The customer was able to power the device back on. No patient or user harm was reported. The customer also reported that all cables and power supplies appeared correct, but the device felt warm to the touch. The device was returned to spacelabs healthcare for evaluation. The cause of the issue was found to be an inoperable video card fan. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. A replacement device is scheduled for shipment to the customer.